Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a case of useful short-spaced bipolar pacing of a left ventricular lead to avoid phrenic nerve stimulation. International heart journal. 2016;57(1):118-120. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted leads and device. The article indicated that during the implant of the left ventricular (lv) lead, phrenic nerve stimulation (pns) was observed. Of note, the author indicated that there was only one ¿adequate¿ anterior branch to implant the lv lead. Subsequently, the lead was implanted, tested for pns in the various locations. The patient was discharged without any other complications. Three months later, the lead was checked and pns was not seen again. The author speculated that the change in the size of the patient¿s heart resulted in the separation of the coronary sinus branch from the phrenic nerve; which then did not produce the pns. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that the "reported phrenic nerve stimulation (pns) was observed during the test for pns and the lead was implanted." The author also stated that there were no other patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.